Event description:
Customer reports four discrepant sodium results. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to pt health.

Manufacturer narrative:
Instrument data files evaluated by MFR. The 4 discrepant na results appear to be due to an unstable (multiple d2s) na sensor caused by some systematic issue which is sporadically affecting the pt1 calibrations. An autopsy of the mcart would be needed to obtain a more definitive analysis. This cartridge is not available for return so investigation cannot take place. The replacement product is performing acceptably.